Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose of 500 mg/dl, which was treated with bolus delivery. Customer reported that transmitter was not communicating with insulin pump and that insulin pump went into threshold suspend. Customer received a lost sensor, sensor error and weak signal. Troubleshooting could not be performed for sensor glucose versus blood glucose differences due to customer removing sensor.